Event description:
It was reported this was an arteriotomy closure of a slightly calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, after deploying the suture, the lever was lowered (step 4), but the device was unable to be removed from the anatomy as it was believed the footplate was still open inside the vessel. The physician decided to twist the device a couple times, which eventually got the device out of the anatomy. However, tissue was observed on the footplate of the device. Angiography was performed and it showed an accordion like effect on the vessel. Therefore, a 10f sheath was inserted to tamponade the bleeding. A surgical cutdown was then performed to repair the artery. No additional information provided.

Manufacturer narrative:
The patient effect of hemorrhage and tissue injury are listed in the prostyle instructions for use (IFU), el2129186, revision a, adverse events section 10.0 as potential adverse event associated with use of vessel closure devices. The patient effect of hemorrhage and tissue injury are listed in the prostyle instructions for use (IFU) as potential adverse events associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The patient effects and treatment appear to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.